Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: 2.7mm/3.5mm posterolateral distal humerus plate (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
(B)(6). Additional device product code used: hwc. (B)(4). Device remained implanted in patient. Not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device remained implanted in patient. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation (orif) of a distal humerus, using a 2.7/3.5 it was reported that on (B)(6) 2016, patient underwent an open reduction internal fixation (orif) of a distal humerus, using a 2.7/3.5 variable angle locking compression plate elbow system. Reportedly the surgeon successfully applied a posterolateral distal humerus plate and then applied a medial distal humerus plate. When the surgeon drilled with the variable angle drill guide and attempted to insert a 2.7 locking screw, the screw would not lock into the plate after the surgeon tightened it. The surgeon then attempted to exchange the screw by removing and inserting a shorter screw or redirect it. He was unsuccessful in removing the screw and chose to leave it in place. The surgery was successfully completed with no surgical delays and no harm to the patient and no additional medical intervention. Patient status/surgical outcome reported as "good." No additional information is available. Concomitant devices reported: variable angle drill guide (part # unknown, lot # unknown, quantity 1), 2.7mm humerus plate (part # 02.117.601, lot # unknown, quantity 2). This report is for one (1) 2.7 locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: 2.7mm/3.5mm medial distal humerus plate (part # 02.117.601, lot # unknown, quantity 1).